Event description:
A consumer reported through social media, that she was experiencing halos and blurry vision following bilateral intraocular (iol) lens implant surgery. The consumer was diagnosed with posterior capsular opacification; and a yag capsulotomy procedure was performed. The consumer reported that now everything is a blur and halos and starbursts are "incredibly big and bright" at night and driving is difficult. The consumer asked the surgeon to replace the multifocal lenses in both eyes with monofocal lenses in order to recapture distance vision. The surgeon informed the consumer that removal of the lenses would be too risky. In addition, the consumer reported lasik procedures were performed on both eyes in 2000. The consumer did not provided any contact information; therefore, no follow up could be conducted. There are two medical device reports associated with this file. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The consumer did not provide any contact information; therefore, no follow up could be conducted. (B)(4).